Event description:
During fiducial registration, surgeon described arm as extremely difficult to manipulate. Surgeon was advised on how to correct but difficulty persisted. Patient registration was delayed by about 13 minutes. Case was a rns placement. No incision was made with faulty registration, patient was under anesthesia. Case was the first to take place since software upgrade to 3.1.

Manufacturer narrative:
It was noticed while reviewing complaint that a "conclusion code" was forgotten. H6_ conclusions :the code 27 (caused traced to training) has been chosen as the user might not be familiar with the new management of the arm movement. It could be part of an update training.

Event description:
During fiducial registration, surgeon described arm as extremely difficult to manipulate. Surgeon was advised on how to correct but difficulty persisted. Patient registration was delayed by about 13 minutes. Case was a rns placement. No incision was made with faulty registration, patient was under anesthesia. Case was the first to take place since software upgrade to 3.1.

Manufacturer narrative:
The recent software update of the device from rosa brain to rosa one brain, includes technical updates which are part of the product version. One of them is the change of the robot joints positions and the correct usage to navigate fluently in reference positions. This change is considered as a normal behavior and do not impact the robot functionality. A new modification of the arm movement management is considered as an improvement opportunity. The user might not be familiar with the new management of the arm movement. It could be part of an update training.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI : (B)(4).

Event description:
During fiducial registration, surgeon described arm as extremely difficult to manipulate. Surgeon was advised on how to correct but difficulty persisted. Patient registration was delayed by about 13 minutes. Case was a rns placement. No incision was made with faulty registration, patient was under anesthesia. Case was the first to take place since software upgrade to 3.1.